Event description:
It was reported that the ventilator failed flow transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #:(B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
Corrections were required in the following fields: h6 ¿ type of investigation code ¿ previous type of investigation code: 10. Corrected type of investigation code: 10, 4121. H6 ¿ investigation findings code ¿ previous investigation findings code: 114. Corrected investigation findings code: 213. H11 ¿ additional manufacturer narrative - previous additional manufacturer narrative: initially it was reported that the o2 gas module was found defective. The o2 gas module regulates the inspiratory gas flow and a faulty o2 gas module may affect the delivered volume or gas mixture (o2/air). The device was inspected by our field service engineer and reported issue was confirmed in the device's logs. However, the issue was not reproduced onsite. No part replacement was required to solve the issue. The ventilator passed all functional and safety tests and was cleared for clinical use. Flow transducer test checks the inspiratory flow transducer, calibrates and checks the expiratory flow transducer, calibrates at 60% o2 and checks at 100% and 21% o2. The cause of the issue has not been determined. Corrected additional manufacturer narrative: an on-site investigation was conducted by our field service engineer, during which the reported issue could not be reproduced. Device logs showed that the ventilator failed flow transducer test due to connected gas supply pressure (air and o2) was not within the specified range to be able to perform the pre-use check. This is a failure that can only occur during pre-use check. With connected good gas sources, multiple pre-use checks were performed with passing results. The ventilator then passed all functional and safety tests and was cleared for clinical use. No parts were necessary to be replaced. There are no indications of ventilator malfunction, the cause was too low gas supply pressure during the pre-use check. This issue is pre-use check related and can be addressed before initiating ventilation. Therefore, it is deemed non-reportable. The situation does not indicate a potential to cause or contribute to death or serious injury, thus meeting the criteria for non-reportability.

Manufacturer narrative:
Initially it was reported that the o2 gas module was found defective. The o2 gas module regulates the inspiratory gas flow and a faulty o2 gas module may affect the delivered volume or gas mixture (o2/air). The device was inspected by our field service engineer and reported issue was confirmed in the device's logs. However, the issue was not reproduced onsite. No part replacement was required to solve the issue. The ventilator passed all functional and safety tests and was cleared for clinical use. Flow transducer test checks the inspiratory flow transducer, calibrates and checks the expiratory flow transducer, calibrates at 60% o2 and checks at 100% and 21% o2. The cause of the issue has not been determined.

Event description:
Manufacturer's ref. #: (B)(4).